Event description:
It was reported that the surgeon is requesting a bayley walker liner for the patient's right humerus.

Event description:
It was reported that the surgeon is requesting a bayley walker liner for the patient's right humerus. Update: review of the provided medical records indicated the following: the x-ray shows a press fit reverse tsa in anatomic position. The cup/ liner are quite large replacing a significant amount of the proximal humerus. There are lucencies inferior to the glenosphere consistent with glenoid notching.

Manufacturer narrative:
Reported event: an event regarding revision involving a patient specific, tsr (bayley walker) liner was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: "the x-ray shows a press fit reverse tsa in anatomic position. The cup/liner are quite large replacing a significant amount of the proximal humerus. There are lucencies inferior to the glenosphere consistent with glenoid notching. No imaging or documentation was provided to ascertain the need for a liner exchange." -product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient required a liner exchange. A review of the provided medical records by a clinical consultant indicated: "the x-ray shows a press fit reverse tsa in anatomic position. The cup/liner are quite large replacing a significant amount of the proximal humerus. There are lucencies inferior to the glenosphere consistent with glenoid notching. No imaging or documentation was provided to ascertain the need for a liner exchange." The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.